Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status with a monitoring voltage of 2.50v and a charge time of 31.2 seconds. A red alert was issued in latitude for this battery status change. It was noted in latitude that elective replacement indicator (eri) battery status had been declared in january 2010. The device was included in the mid-life display of replacement indicators advisory and appeared to trigger eol due to longer than expected charge times.

Manufacturer narrative:
Available information indicates this device remains in service. This report will be updated when additional information is received.